Manufacturer narrative:
Updated fields - b4, e1 initial reporter name and phone number (B)(6), email ID, e3, g3, g6, h2, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. Corrected field: d7a, d9,h3. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to confirm the reported issue. The fse replaced upper display assy and the display now working ok. All checks carried out and seen to pass function checks ok. Product passed all functional and safety tests per manufacturer specifications.

Manufacturer narrative:
Updated fields -b3, b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11 corrected field: d7a, d10,h6 (health clinical and impact code) a supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that of cardiosave intra-aortic balloon pump (iabp) had white spots on display. Event occurred during routine check. No patient involved.

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site telephone- (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that of cardiosave intra-aortic balloon pump (iabp) had white spots on display.